Event description:
It was later reported the lead impedance was unstable and high. The lead will be replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv pace impedance has intermittent undefined values over last 82 weeks; 61 have maximum rv pace impedance measurements greater than 3000 ohms or are entirely undefined.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device data was received on the remote transmission and evaluated. The evaluation indicated a potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.